Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was ventral hernia, left lower quadrant and postoperative diagnosis was ventral hernia, left lower quadrant and hernia measuring 3 cm x 4 cm. The procedure performed was ventral hernia repair with underlay mesh. The patient experienced pain, pulling, and mesh migration.